Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: h4 device manufacture date 23-jan-2019. H6 patient code(s): 1924. H6 device code(s): 4003. H6 method code(s): 4114 - 4109 -3331. H6 result code(s): 213. H6 conclusion code(s): 4315. Complaint was confirmed from x-ray that was provided. DHR was reviewed and no discrepancies were found. Review of the complaint history determined that no further action is required as no were trends identified. Root cause was unable to be determined. Multiple MDR reports were filed for this event, please see associated reports: 3006460612-2019-00088. Reference (B)(4).

Manufacturer narrative:
Reference: (B)(4). Concomitant medical products: item number: (B)(4), lpf 110 deg x 3.5mm infant plate, 3-hole, 6mm offset, lot number: unknown. Multiple MDR reports were filed for this event, please see associated reports: 3006460612-2019-00089.

Event description:
It has been reported that following a femoral osteotomy surgery, the patient underwent a revision due to screw dissociation. No additional patient consequences were reported.